Event description:
It was reported to philips that the system was unable to start up properly. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during diagnosis of vascular procedure. The procedure was delayed and completed by restarting the system. It was reported to philips that the system was unable to start up properly. Review of the log files shows connection to the x-ray pc is lost. Upon troubleshooting, the philips remote service engineer (rse) checked system remotely and found that the xray pc has not started up, it does not give led status, confirming xray pc was defective. The rse requested onsite service for repair. To resolve the issue, the philips field service engineer (fse) replaced the x-ray pc, loaded the software and restored the backup as per instruction. The defective parts were returned for analysis, for x-ray pc malfunction was observed and the failed component was found to be missing hdd & ssd drives. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.